Manufacturer narrative:
The reported incident that locking screw, t7, 2.7x18mm was alleged of issue s-135 (wrong packaged) of the returned screw cartridge could be confirmed, despite that the manufacturing documents indicate that the correct screw cartridges had been used. Based on investigation, the root cause was attributed to an other related issue. Unfortunately the failure (mixup) can not be clearly determined but the manufacturing documents indicate that the correct screw cartridges had been used. The device inspection revealed the following: note that packaging material of the article had been returned open. The outer package with label as well as the inner blister are correct and conform to the given specification. Also the correct screw was shipped, the only device which was supposedly not accordingly was the screw cartridge, it should have been printed with 2.7x18mm instead of 3.5x16mm. It is possible that the screw cartridge was merely returned to hold the screw in place and the original cartridge has been disposed. Note that during manufacturing a 100% inspection of the relevant functional dimensions of each device was performed (test-sample indicated clearly that the correct packaging materials was used, see attached image documentary file). During the inspection, all devices as well as all packaging containers met the specifications. Therefore we are not able to comprehend the mentioned problem, especially as the packaging material of the article had been returned open. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
A 2.7mm screw set in case for 3.5mm. Package was for 2.7mm.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
A 2.7mm screw set in case for 3.5mm. Package was for 2.7mm.